Manufacturer narrative:
Patient¿s age and weight were not provided. (B)(4). Approximate age of device ¿ 1 year and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a low flow alarm occurred and that the patient had experienced ventricular tachycardia while at home. The patient reported to the health professional that the system controller ¿stopped working¿. The manufacturer¿s technical services reviewed the log file and confirmed the low flow alarms. The log files also revealed that the patient had disconnected the driveline and batteries during a system controller exchange attempt, causing the pump to stop for approximately two minutes. Additional information provided by the vad coordinator stated that when the low flow alarm occurred the patient became unsettled and confused, and then disconnected the driveline to attempt a system controller exchange on his own. The low flow alarms returned when the patient connected to the system controller. The health professionals believe that the low flow alarms were caused by a clinical condition with the patient. The patient was administered fluids and was discharged the following day.

Manufacturer narrative:
Additional information: no equipment was returned for evaluation. The report of low flow alarms and pump stoppages due to the driveline being disconnected was confirmed based on the evaluation of the submitted system controller log file. On (B)(6) 2016 at 16:57, the low flow hazard alarm became transiently active until 17:07 when the driveline was disconnected and the pump stopped. At 17:09, the driveline was reconnected to the pocket controller and the pump restarted off of the backup battery. At 17:16, the patient connected to battery power and disconnected the driveline once again. At 17:19, the driveline was reconnected to the pocket controller and no additional alarms were captured throughout the remainder of the file. This data corresponds to the account's report that the patient became unsettled and confused by the low flow alarm and disconnected the driveline to attempt a system controller exchange. The low flow alarms returned when connected to the system controller. It was reported that it was believed the patient's low flow was caused by a clinical condition. The pump remains in use supporting the patient and no further related events have been reported. The instructions for use (IFU) for the heartmate ii left ventricular assist system explains that physiological factors that affect the filling of the pump, such as hypovolemia, can result in reduced pump flows as long as the condition persists. This document states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.